Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagus dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon broke upon the initial inflation. The balloon had a hole that prevented further inflation. It was reported that no piece of the balloon detached inside the patient. The procedure was successfully completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.